Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged monitor case/service code 204) was confirmed. As received, the monitor belt receptacle wires were damaged. Upon evaluation, the monitor belt receptacle was broken off from the monitor case, damaging the case where the belt receptacle attaches. The cause of the report failure is excessive force placed at the receptacle. The service code 204 was caused by the broken connector on the belt receptacle. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported a damaged monitor case and the monitor was receiving service code 204.